Manufacturer narrative:
The osteolysis reported in experience was likely the result of the patients reported fall. However, this cannot be confirmed as the devices were not available for evaluation, and no further information was provided.

Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Glenoid osteolysis possibly related to a fall 1 week after surgery (not documented, no x-rays done), may compromises glenoid fixation (inferior screws). The case report form indicates this event is unlikely related to devices and unlikely related to procedure.

Manufacturer narrative:
Void: this complaint was determined to be non-valid because the reported glenoid osteolysis has been attributed by the surgeon to a patient fall approximately one week post-op. The surgeon also indicated that this event is unlikely related to the devices or the procedure.